Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed, moderately tortuous, moderately calcified lesion was located in the mid left anterior descending artery. Three non-bsc devices were inserted; an introducer sheath, guide wire and guide catheter. The 15mm x 4.5mm nc quantum apex balloon catheter was selected for use and advanced to the target lesion. Upon the first inflation, the balloon ruptured at 14 atm. The balloon was removed intact and the procedure completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).